Manufacturer narrative:
Result: power cord plug missing its ground prong. Damaged communication docker cable. Damaged IV pole.

Event description:
It was reported by service report that the power cord was missing its ground prong, the IV pole was damaged, and the communication docker cable was bent. It is unk if there was pt involvement adverse consequences to report.